Event description:
The user facility reported that during use of the system 5000 electrosurgical unit (60-8005-001) along with an unidentified electrosurgical disposable pencil and an unidentified dispersive electrode in a tracheostomy procedure, there was a fire involving the patient's face. Initial received information indicated that "the air got saturated with o2 and the esu sparked and started a fire on the patient's face". However, follow-up information indicated that the surgical site was prepped with an unknown prepping agent. Medical personnel were unable to intubate the patient and; therefore, the oxygen delivery system involved a full face mask and ventilator, thus creating oxygen saturated environment. Additional information received from the risk manager at the user facility revealed that the incident occurred at the beginning of the procedure and that they believed the "spark" was caused by the blade and at the surgical site presumably when the electrosurgical disposable pencil was activated resulting in a fire to the patient's face. The oxygen was immediately turned off and the fire stopped. The tracheostomy procedure was unsuccessful. As the patient was a dnr (do not resuscitate), the patient's family decided to withdraw care and the patient expired. Per the risk manager of the end-user facility, the patient's death was not directly related to the fire. As reported, the patient is undergoing an autopsy and despite multiple attempts, the cause of death is not available at this time.

Manufacturer narrative:
Communications with the end-user bio-med department, conmed service center anticipates the return of the involved system 5000 electrosurgical unit for evaluation. Arrangements for return of the esu have been confirmed with the end-user facility on (B)(4) 2015. However, to date conmed has not received the device for the initiation of our evaluation. A supplemental and final report will be filed upon receipt of the system 5000 electrosurgical unit and completion of the evaluation. Esu not yet returned to conmed corp.

Manufacturer narrative:
This supplemental report corrects a minor discrepancy in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document #tr17-0155, which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness. Corrected to death.

Manufacturer narrative:
The involved system 5000 esu, electrosurgical unit, was checked out by the end-user facility bio-medical department prior to returning to conmed corporation for evaluation. The end-user facility's biomed department reported that the unit's settings for pure cut and standard coagulation were all within acceptable ranges and the esu passed all electrical safety testing. One system 5000 esu was returned to the conmed service center for evaluation. The esu was evaluated and testing found the unit was within specifications with exception to an occasional error code related to the detection of a wrong rf waveform. Once the error code displayed, the esu does not allow activation of the device or any attached accessories (electrosurgical pencil/active electrode/etc.); thus, this error code could not have caused the reported incident. The device was manufactured 26-jul-2006 and the service records indicated that preventative maintenance was long overdue with the last service/repair date of (B)(4) 2010 due to error code 391. The instruction manual informs the user of a 12 months service interval for this device. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum. In this instance, the appropriate microcontroller assembly was replaced to deter this improper rf waveform from being produced in the future utilization of the device. Also, routine service and a software upgrade were conducted on the returned device. Other than the required service/repair and upgrade, the esu was otherwise performed as intended with no problems noted. A thorough investigation of this reported incident has revealed that the surgical site was prepped with an alcohol based prep which is highly flammable. It was also learned that the patient was being delivered oxygen via a full face oxygen mask and ventilator, creating an oxygen enriched environment at the surgical site. Based on this provided information, it is believed that "user error" was the most likely cause of this reported incident. This was further confirmed, when the received information indicated that the fire stopped immediately upon the oxygen supply being turned off. The esu operating manual warns that, "electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n20) or in oxygen-enriched environments". Per the ast, association of surgical technologists, recommended standards of practice for skin prep of the surgical patient, "alcohol or alcohol-based solution must be allowed to thoroughly dry prior to the placement of the drapes in order to avoid the fumes building up under the drapes and being ignited, particularly if electrosurgery or a laser will be used". In addition, the aorn, association of perioperative registered nurses, preoperative standards and recommended practices, section on recommended practices for preoperative patient skin antisepsis, recommendation viii, states, "if a flammable skin prep agent is used, additional precautions should be taken to minimize the risk of a surgical fire and patient burn injury. Using flammable skin prep agents in the operating room or procedural area poses a serious risk of fire because of the common use of ignition and heat sources (e.g., electrosurgery, lasers, drills, fiberoptic cables)". Under this same section, recommendation viiie reads, "the prep agent should be allowed to dry and vapors to dissipate before application of an incise drape or surgical drape, or use of electrosurgery, laser, or other heat source. The prep agent remains flammable until completely dry. Vapors occurring during evaporation are also flammable. Trapping of solution or vapors under drapes increases the risk of fire or burn injury". It is not known if proper drying time was adhered to prior to the surgical draping of the patient. The combination of the alcohol based prep (fuel), oxygen delivery via ventilator and full face oxygen mask (oxygen) and the spark from an electrical pencil (ignition source) create the triad needed for a resultant fire. The system 5000 esu has been designed to provide monopolar cutting and coagulation capabilities, also in addition to both bipolar coagulation and cutting capability. To reduce the risk of fire and patient injury the operation manual for the system 5000 esu provides the following precautions and warnings. - safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood, and followed in order to ensure safety and effective use of the equipment. - electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n20) or in oxygen-enriched environments. - the risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. - precautions must be taken to restrict flammable materials and substances from the electrosurgical site. They may be present in the form of an anesthetic, life support, skin preparation agent, produced by natural processes within body cavities or originate in surgical drapes, trach tubes, or other materials. - the output power selected should be as low as possible and activation times should be as short as possible for the intended purpose. - when uncertain of the proper setting for the power level in a given procedure, start with a low setting and increase as required.